Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article was received entitled "diabetes mellitus and the incidence of deep vein thrombosis after total knee arthroplasty: a retrospective study". Literature article "diabetes mellitus and the incidence of deep vein thrombosis after total knee arthroplasty: a retrospective study" (2013) by shijun wang bs med and yuchi zhao md published by the journal of arthroplasty http://dx.doi.org/10.1016/j.arth.2012.07.023 was reviewed. The article purpose: to find out if the incidence of dvt in diabetes patients is increased after total knee arthroplasty. The article reports: the authors reviewed patients undergoing total knee arthroplasty in their hospital between 2003 and 2011. There were in total 245 patients enrolled in this study with 72 men and 173 women. Fifty-three patients out of the total 245 had diabetes mellitus. In total 125 patients were diagnosed with dvt, including 37 in the diabetic group and 88 in the non-diabetic group within 14 days follow-up. Cement was used although the manufacturer was not mentioned. Patella resurfacing was not mentioned. The authors conclude that, based on their own data, the risk of dvt in patients with diabetes mellitus was 2.76 times the risk in patients without diabetes mellitus. Despite all of the reported cases of deep vein thrombosis, the authors do not note any treatment for any of these cases. Depuy products involved: pfc sigma. Complications: dvt (125).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.